Event description:
Caller alleged discrepant results using the inratio meter: results as follows: inratio: 1.8, lab: 4.4. Inratio results and lab results were 1 day apart.

Manufacturer narrative:
Investigation pending.